Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. The aortic neck was 38mm in length and 24mm in diameter. The vessels were severely tortuous and moderately calcified. It was reported that post implant the patient¿s blood pressure dropped. The left external iliac artery was ruptured. The physician did a common iliac to femoral bypass and the event was resolved. The physician believes this was caused by the wire or catheter because of the patient¿s tortuous iliac artery. Device was not the cause. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.